Event description:
The shuttle sheath broke off while in the vessel. The wire kept the device together so it was able to be removed. No harm to the pt. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence.

Manufacturer narrative:
Event eval: still under investigation.